Event description:
It was reported that the patient experienced morphine withdrawal with the following symptoms: nausea, fever, diarrhea, vomiting "getting a taste in their mouth" and "10 fold" return of pain in 2009. The patient missed a pump refill and the pump was alarming. Per this reporter, they wanted the pump checked because "pump started alarming before refill date". The pump contained morphine 35 mg at a dose of 6 mg/day. The patient presented to the emergency room during this time; treatment and interventions were not reported. The reporter indicated that he had made several attempts to contact the hcp and was dissatisfied with the hcp's service as he would not return calls or see the patient earlier than the appointed time. The reporter also indicated that the hcp had alleged that the patient had "serious drug problem". The hcp later reported that the patient had missed 5 refills and was "non compliant". The patient subsequently had changed to a different hcp for management of the pump. It was later reported that the patient had the pump refilled by the new hcp. The pump was empty for a few days prior to the refill. A dye study was performed in 2009. The intrathecal catheter was not in the intrathecal or epidural space. As the pump was 8 years old, the patient was to be scheduled soon for a pump replacement and catheter revision/replacement. At the time of that report, the patient was not having adverse effects or symptoms related to the pump.